Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 12 to 11.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
The 2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.